Manufacturer narrative:
Age at time of event: patient is (B)(6) years or older. Device evaluated by MFR: promus select ous mr 38 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent strut rows in the mid stent region lifted and pulled in all directions. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05mar2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 70% stenosed, 2.75mm x 38mm target lesion with a >=90 degrees bend was located in the severely tortuous and non-calcified right coronary artery. A 38 x 2.75 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a stent damage.